Event description:
It was reported that on an unknown date, a few products were found damaged when going through the sterile processing department. The tip of a t25 stardrive shaft f/matrix standard is slightly stripped and will not properly interface with a screw. A holding sleeve-long for matrix's tip is sheared off. The location of the sheared off tip is unknown. This report is for a holding sleeve-long for matrix. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. Part: 03.632.036. Lot: h889134. Supplier lot: h889134. Release to warehouse date: 26 march 2020. Supplier: avalign technologies-nemcomed no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the holding sleeve-long for matrix was found the tip of the device broken. The broken fragment was not returned. A dimensional inspection for the holding sleeve-long for matrix was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the holding sleeve-long for matrix would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available , a follow-up will be filed as appropriate.